Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to (B)(4). H6: results code was updated to (B)(4). H6: conclusions code was updated to (B)(4).. H10: narrative/data was updated. The reported device was not returned for evaluation. The reported condition of driver moving inside the implant was not confirmed. Visual inspection could not be performed as driver was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history reviews could not be performed as the lot and item numbers associated with the reported device were not available. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Not returned to manufacturer.

Event description:
Doctor reports that the unknown biomet driver rotated inside the implant at implant placement. Another implant was placed during the same surgery, using the same driver. Tooth site # 29.